Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer remotely assisted the pharmacy technician in removing and recovering pockets with memory errors. Customer successfully cleared storage space failures. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the multiple drawer pockets had read, write, memory errors. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.